Manufacturer narrative:
This report is being submitted as follow up no. 1 to update evaluation by MFR, and to provide the completed investigation results. Results: 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion: 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal sts plus device was received for product evaluation. The carrier tube assembly was mated returned with hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was mated with the sheath and the deployment sleeve was in the full forward lock position. The anchor was found exited and dangling at the distal tip of the sheath as would be expected. No other visual anomalies were noted. Since the device sleeve was not in the rear lock position, the device was functionally tested. The deployment sleeve was moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. IFU states: set the anchor-with one hand continue to hold the insertion sheath cap steady to prevent movement of the sheath into or out of the artery. With the other hand, grasp the device cap and slowly and carefully pull back. Slight resistance will be felt when the device cap is pulled out from rear holding position. Continue pulling on the device cap until resistance from the anchor catching on the distal tip of the insertion sheath is felt. To ensure the correct anchor position, confirm that the edge of the device cap falls within the colored bands on the device sleeve. Maintain grip on the insertion sheath and pull the device handle straight back into the full rear locked position. Resistance will be felt as the device handle and sleeve snap lock. The device sleeve colored bands should now be completely visible. Note: if the device sleeve separates from the sheath while attempting full rear lock positioning, do not push the angio-seal¿ device forward to reattach the sheath cap. Incorrect indicator alignment the distal end of device cap completely covers the colored indicator band on the device sleeve. If the anchor catches prematurely, advance the device into the insertion sheath again. It may be necessary to push the device cap back into the rear holding position in order to get full extension of the anchor from the sheath. Then withdraw the device until the anchor catches correctly. Note: do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function. Seal the puncture-once the anchor has been deployed correctly, and the device cap has been locked into the rear position, slowly and carefully withdraw the device/sheath assembly along the angle of the puncture tract to position the anchor against the vessel wall. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The deployment sleeve was not in the rear lock position as is needed for the anchor to post at the appropriate angle to catch the arteriotomy. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used as intended. When it was removed, it was seen, that the anchor was not released. Manual compression was applied (25 minutes). There was no harm to the patient. Additional information was received on 19nov2019. The procedure being performed was a percutaneous transluminal angioplasty (pta). A 6fr sheath was used. A pre-deployment angiogram was performed. There were no issues with insertion; the whole device came out with anchor and collagen inside the angio-seal sheath. The patient was in stable condition. The blood loss was not measure; however, was less than 250 cc.